Event description:
During a gall bladder surgery the endobag seam ripped and the contents of the bag spilled into the abdomen. The doctor then left the endobag inside the pt and a second surgery had to be performed to retrieve the bag.

Manufacturer narrative:
The sample is not available for examination by deyoral. Due to the lack of info/incorrect info being rec'd, a root cause was unable to be identified.